Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Investigation results are as follows: visual inspection of the returned platform was performed which found that both head restraint wires were broken/cut and the load plate screws were missing, thus confirming the reported complaint. In addition the battery lock pin was bent and the front enclosure was damaged. Functional testing was unable to be performed as the autopulse platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon power up. Further inspection determined that the single load cell module was not functioning properly. Following replacement of the load cell module, the platform passed all functional testing. A review of the archive was performed and no sessions were observed on the reported event date of (B)(6) 2015. Based on the investigation, the parts identified for replacement were the top cover, load plate screw, battery lock pin, front enclosure, and the load cell module. In summary, the customer's reported complaint that both head restraints were damaged and that the load plate screws were missing was confirmed through visual inspection. Unrelated to the reported complaint, the platform displayed a ua7 during functional testing. Further inspection determined that a single load cell module was not functioning properly. The additional physical damages found during visual inspection are unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing.

Event description:
It was initially reported that on (B)(6) 2015, both head restraints on the autopulse platform were damaged and the load plate screws were missing. No adverse patient sequelae was reported. No further information was provided. The autopulse platform was subsequently returned to zoll for investigation. During investigation, the autopulse platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. Although the customer did not report this, a ua 07 is considered a reportable malfunction.